Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.

Event description:
Note: this report pertains to one of two resolution clip devices used in the same procedure. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2023. During the insertion, the clip was attempted for closure and the clip appeared to be loose on the inserter catheter. It was reported that upon deployment both clips were difficult to release from the catheter; however, the clips eventually released after manipulation and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.